Manufacturer narrative:
Additional information: correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic esophagectomy procedure, the stapling device was being used for creating the sleeve. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The back of the reload broke off but did not fall into the cavity of the patient. The staple line was incomplete at the proximal end. In order to resolve the issue and complete the case, had to switch to a new stapling handle and reload. This led to an extension of the surgical time by thirty minutes or more. There was no patient harm. The patient outcome is alive, no injury.